Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the third-party service center, the device ac connector was found to be broken. The accessory port cover was replaced to address the issue.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the third-party service center, the device ac connector was found to be broken. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.